Event description:
Information received by medtronic indicated that the insulin pump had a crack by the battery compartment and keypad. Customer also reported that the device was not able to pair with the mobile application. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer called in with the following concern: insulin pump shows physical damage document the type of damage: crack document how the damage occurred: does not know describe the location of the damage: batt side and keypad. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the insulin pump. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error alarm confirm in (adapt) and history download on (B)(6) 2021 at16:16:21 hour. Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determine that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Force sensor zero offset within spec (23.4mv). Insulin pump also received with cracked keypad at select button, cracked case(battery tube) and cracked battery tube threads. In conclusion insulin pump came in with critical pump error alarm trigged by pump error. Pump error due to moisture damage on electronic assemblies. Or report disclosed to the public under the freedom of information act.